Manufacturer narrative:
The customer provided the details of their cleaning, disinfection, and sterilization process. There was no pre-cleaning, as the device was noted to be new and had never been used. The instrument/suction channel, suction cylinder, and instrument channel port were manually cleaned and disinfected with enzymex, using a simple brush from albyn medical. An olympus endothermo disinfector (etd) 6 was used as the automatic endoscope reprocessor (aer) along with olympus detergent (endodet) and disinfectant (endodis). The aer was reportedly microbiologically tested on november 30, 2021, and the device was found to meet specifications. The devices are stored in an olympus drying cabinet. The scope was not sterilized. After the device was returned to olympus, the endoscope was sent to an independent laboratory for additional testing. The microbiological analysis report indicated the air/water channel was cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device was inspected by olympus. No defects or lack of conformity were found. The device was returned to the user facility without any repair being performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that the evis exera lll colonovideoscope tested positive for microbial contamination during routine testing, prior to patient use. (Refer to b6 for the user facility¿s test results.) The device was reported to be new and had never been used on a patient. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms was found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to french recommendation. The following is included in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.